Event description:
It was reported that an ilet pump displayed recurring ¿restart ilet (64)¿ alerts consistent with a haptic system error despite multiple restarts, and a replacement device was issued with instructions for shutdown, data sync to the mobile app, and return of the original unit. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included replacement of the device and continued cgm use with dexcom during the transition. Investigation included a review of complaint details and troubleshooting guidance provided to the user. Investigation of this case revealed a device malfunction related to the haptic subsystem, with no associated patient injury or need for medical intervention. It was concluded that the cause was a device component malfunction of the haptic system.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".